Manufacturer narrative:
The device was returned and passed all inspection criteria except for the broken tip. Dimensional inspection of the tip was not possible because it remains in the patient. A DHR was reviewed for this device and the instrument was manufactured to the defined specifications. This reportable event took place in (B)(6) and has been reported to tga.

Event description:
In (B)(6): driver broke off in the locking set screw drive pocket and was not able to be removed. The surgery was completed successfully and with no injury to the patient. Patient was in stable condition post operatively.